Event description:
It was reported the pt had not used his system in about a year. The sjm rep was able to communicate with the ipg using a programmer, but the system was showing the stimulation was off. F/u determined the pt received a new charger. Attempts to determine if the pt was able to recharge the ipg were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.